Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had dinner and his blood glucose went up to 500 mg/dl. The customer took manual injection of insulin. Customer's blood glucose level was 181 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was not returned for analysis.